Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset process, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arose again.